Event description:
Pt was found on mc3 (low air loss bed) on maximum inflation. Settings on foot of bed were mid-to-low; bottom 3 rows of mattress expected to be consistent with mid-low setting, but was on maximum inflate. Pt's stage iii sacral decubitus was found dark purple as seen with potential deep tissue damage.